Event description:
On (B)(6) 2012, the customer reported to customer service that her breast pump was not working properly, the first phase works fine but when it switches to the second phase, the motor is "choppy", is not giving "full suction" and sounds like it is struggling to work. On (B)(6) 2012, the pump was received from the customer and exposed wires on the power supply were noted. Add'l follow up with the customer on (B)(6) 2012, revealed that she witnessed sparking. An injury was not reported.

Manufacturer narrative:
A replacement pump (including power supply) was sent to the customer. In follow up with the customer, she confirmed sparking from the exposed wires at the strain relief, but indicated that there was no fire, flame, no melting, and no breach in the transformer housing. She also indicated that she regularly wrapped the cord around the transformer housing and that no injuries were sustained as a result of the issue. Refer to page 3, eval summary, for details of the analysis/eval performed on the power supply. In summary, a breach in the insulation at the strain relief was present which could result in sparking. As a result of (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. A visual examination of the power supply revealed no deformations of the transformer housing. A visual examination of the cord revealed exposed wires at the strain relief. The power supply was plugged in and the voltage across the dc plug was measured at 0.18 vdc, which is not normal and indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured as open, which indicates that there is not a short in dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 61.2 ohms, which is normal and indicates that the thermal fuse did not blow. See scanned page.